Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had a two stage revision of their hip arthroplasty due to dislocation, wound drainage and a chronic deep periprosthetic infection.

Manufacturer narrative:
(B)(4). Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.